Event description:
It was reported that at the end of a procedure when the router was removed from the drill and attachment, the router broke. There was no patient involvement reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : account declined to return device for evaluation.

Event description:
It was reported that at the end of a procedure when the router was removed from the drill and attachment, the router broke. There was no patient involvement reported with this event.